Event description:
It was reported that the right atrial (ra) lead was discovered to have dislodged one day post implant. The lead was scheduled to be revised, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).